Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 399 mg/dl. The customer's current blood glucose is 210 mg/dl. The customer was treated by intravenous fluid and manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer declined to troubleshoot for high blood glucose. Customer also reported that insulin pump had motor error and power loss alarm. The insulin pump will not be returned for analysis.